Event description:
Prior to inserting in the patient, the distal tip of the rapid transit microcatheter was sticking to the dispenser, and when the physician removed the microcatheter from the dispenser, the coating peeled off. The procedure was continued with competitor's microcatheter (manufacturer unknown). The product was not clinically used. The product will not be returned for analysis.

Manufacturer narrative:
The device history record (DHR) review performed for this lot indicates that the product was tested and inspected per established manufacturing requirements. This review revealed that the products met all requirements per the applicable manufacturing quality plan. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.